Event description:
It was reported that during an open distal pancreatectomy, the blade was broken off after using three times. Each activation took a long time. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(6). Additional information: the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). The broken portion was returned with the device. The device was functionally tested with a generator. During functional testing on the gen04 generator, an error code 5 (instrument error) was displayed. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.